Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that following an accidental fall of the defibrillator, the customer has requested the supply estimate for the "rear case assembly." Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case will be closed as non-reportable as it addresses the nibp issue, and philips has initiated another complaint pr 3415409 to address rear cover issue, which needs to be reported.